Manufacturer narrative:
The customer reported the bedside monitor (bsm) did not display asystole alarm on patient. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Awareness date will be provided with the supplemental report.

Event description:
The customer reported the bedside monitor (bsm) did not display asystole alarm on patient.